Event description:
After a video-assisted thoracoscopy with lung biopsy, the endogia stapler was used with several loads to fire across a portion of the lung for biopsy specimen. The surgeon noticed the jaws of stapler lot#nim328 load 030425 do not close completely. The jaws close initially, but if reapplied to tissue, the jaws don't close. Also outside of the abdomen, the jaws don't close completely. Another endogia stapler n2a261 was tried and it made loud crunching noises when fired. A new stapler was obtained and used. The surgeon was eventually able to remove a portion of the left lower lobe for biopsy specimen. Procedure was completed and pt had no complications.